Event description:
It was reported the patients lead displays high impedance. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-04449. Additional information was received indicating surgical intervention was undertaken wherein the issue was determined to be with the extension as the lead functioned as intended, to resolve the issue the extension was explanted and replaced to address the issue. The physician also opted to replace the lead for sanitary purposes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.